Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model#: sc-4316, lot #: 16811653, description:next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing a burning sensation after charging the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing a burning sensation after charging the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed all test performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing a burning sensation after charging the ipg. The patient will undergo an explant procedure.